Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon went to reduce the hip for a trial reduction, the neck segment came disassociated from the broach. This resulted in the surgeon having to drop the leg again on the hana table and externally rotate the femur so that he could access the neck and femoral head trials to reattach them to the broach. This left the surgeon very displeased with the added time to his procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.